Manufacturer narrative:
After further review of additional information received the following sections have complaint conclusion: as reported, the sealant of a 6f/7f mynxgrip vascular closure device (vcd) did not release properly as part of the sealant was wedged between the balloon and advancer tube upon removal from the patient, and the device failed to achieve hemostasis. As a result, hemostasis was achieved via 20 minutes of manual compression. There was no reported injury to the patient. This occurred during an interventional procedure in which a retrograde approach was used with a non-cordis 6f catheter sheath introducer (csi). The device was prepped and used per the instructions for use (IFU) and there was no difficulty removing the device from its sterile packaging. The user was mynx certified. The femoral artery¿s suitability was verified on angiography, including verification of 30 to 45-degree csi insertion angle, and a vessel diameter greater than or equal to 5mm. There was mild tortuosity at the access vessel but no calcification present. The device storage temperature did not exceed 25 degrees celsius. The advancer tube was visible, and the balloon fully deflated after shuttling down with no significant resistance felt. No unusual force was applied when retracting the csi. A non-sterile ¿mynxgrip 6f/7f¿ involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle was engaged to the black handle. The syringe was not received for evaluation and the stopcock was open. The sealant and the advancer tube were observed to have remained in the shuttle cartridge tubing as received. It was noted that the sealant was exposed to moisture and stuck/adhered to the device components as received. In addition, the balloon was noted fully deflated. The device was inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. Per functional analysis, the sealant was displaced from the device components, and the shuttle down procedure was simulated with the returned device. The advancer tube was found properly engaged to the proximal tamp lock as intended per the mynxgrip instructions for use (IFU). The catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during the procedure, and no anomalies were observed. Visual inspection at high magnification showed that the sealant was exposed to moisture and stuck/adhered to the device components as received. The condition of the returned device indicates that the sealant may have been prematurely hydrated, and during shuttling and unsheathing step, the sealant hindered/obstructed the device path from being advanced, which may have contributed to the reported incident. A product history record (phr) review of lot f2218004 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported events of ¿sealant-sealant stuck to device components¿ and ¿sealant-sealant dislodged¿ were confirmed through analysis of the returned device. However, the exact cause of the issues experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the events reported since the description of the failure did not completely match the condition of the returned device; the device was returned with the sealant adhered inside the shuttle, and not between the balloon and advancer tube as described. However, based on the analysis, it is possible that the issue experienced by the customer could have been due to the sealant swelling up prematurely, which can cause issues during deployment. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ in step 3: remove device, the IFU instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the advancer tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall. Neither the phr review, nor the analysis of the returned device, suggest that the reported events could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the sealant of a 6f/7f mynxgrip vascular closure device (vcd) did not release properly as part of the sealant was wedged between the balloon and advancer tube upon removal from the patient, and the device failed to achieve hemostasis. As a result, hemostasis was achieved via 20 minutes of manual compression. There was no reported injury to the patient. This was during an interventional procedure in which a retrograde approach was used with a non-cordis 6f catheter sheath introducer (csi). The device was prepped and used per the instructions for use (IFU) and there was no difficulty removing the device from its sterile packaging. The user was mynx certified. The femoral artery¿s suitability was verified on angiography, including verification of 30 to 45-degree csi insertion angle, and a vessel diameter greater than or equal to 5mm. There was mild tortuosity at the access vessel but no calcification present. The device storage temperature did not exceed 25 degrees celsius. The advancer tube was visible, and the balloon fully deflated after shuttling down with no significant resistance felt. No unusual force was applied when retracting the csi. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d4, g3, g4, g6, h1, h2, h3, h6, and h10. The device was previously received on 26-jan-2023 and was forwarded for decontamination. The device was received for decontamination on 14-feb-2023 this device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with lot f2218004 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.